Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "persistent pain."

Event description:
It was reported that patient enrolled in a clinical study and underwent a left partial knee arthroplasty on an unknown date and a right partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a left knee revision procedure on (B)(6) 2014 due to pain and stiffness.